Event description:
Sinking of the stem 1 month post op due to femur fracture. A cable wire was applied in order to fix the fracture.

Manufacturer narrative:
Document review. Amistem h femoral stem size 1 - ref. 01.18.131 / lot 110230. Document review was carried out on the lot 110230 (B)(4): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. (B)(4) stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the data collected, a device involvement is highly unlikely.